Event description:
The customer reported that the device jaws could not be re-opened. The device was not applied to tissue when this occurred. There was no pt injury reported. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.